Event description:
This unsolicited device case was received from united states on (B)(4) 2013 from a patient. This case is cross-referenced with (B)(4) (same patient). This case concerns a female patient who complained of having fluid buildup around her knee/doctor has removed fluid 3-4 times and it is not working after receiving synvisc-one injection. Medical history included operation for a torn meniscus (in (B)(6) 2011) and fluid buildup since then. No past drugs and concomitant medications were reported. In (B)(6) 2013, the patient received treatment with synvisc-one injection, at a dose of 6ml, once (route, batch/lot and expiration date unk) in unspecified knee for osteoarthritis (mild). On an unspecified date, in 2013, the patient had fluid buildup around her knee and injection was not working (sub-therapeutic response). She stated that her doctor had removed fluid 3-4 times since having the injections, and it keeps coming back. Corrective treatment: not reported (for both the events). Outcome: not recovered (for both the events). A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same.